Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. No complications were noted following deployment. One hour later the pt experienced dimished pulses and flow. The pt was taken to the operating room in the evening. The surgeon's notes revealed a thrombus at the site of insertion with evidence of "gelfoam" in the artery. The pt's blood flow returned after surgery. No further complications were reported.